Event description:
The advocate stated that the customer tested her blood glucose and received a reading of 74 mg/dl using her contour meter. A few minutes later, the customer passed out and paramedics were called. Paramedics tested the customer's blood glucose at 21 mg/dl once they arrived. The advocate did not mention treatment, but most likely the customer was treated with glucose. While customer service was attempting to gather test strip info, it was discovered the customer had been using expired test strips. No product will be returned for evaluation.